Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge was observed to be fluctuating. Subsequently, an unexpected reset occurred. Customer's blood glucose level was 107 mg/dl. Reportedly, customer loaded a new cartridge and the alert cleared and the pump successfully began charging. Customer continued to use the pump for insulin therapy.